Event description:
On 04-sep-2025 the user reported that the ilet sleep/wake button was intermittently unresponsive to touch. The user performed troubleshooting and a firmware update without resolution, and a replacement device was shipped on 18-sep-2025. No ems, hospitalization, or bg impact was reported.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.